Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead had an observed fracture, resulting in loss of capture, high out of range pace impedance measurements, and noisy signals. Technical services (ts) documented the observation and confirmed the anomalies. Isometric exercises were performed that produced noise in false atrial tachy response episodes. The field representative and physician elected to leave the system implanted for the time being due to the devices remaining lifetime and successful sensing of signals. Ts noted the patient is expected to return to the clinic for imaging. No adverse patient effects were reported. This ra lead remains in service.